Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown if lens was implanted, information not provided. If explanted, give date: unknown if lens was implanted and therefore unknown if explanted, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model za9003 +26.0 diopter) had patient contact. Reportedly there was a broken capsule. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/20/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens. Both haptics was also observed distorted. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints was conducted and revealed three additional investigation requests for this production order number. No product deficiencies were identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.